Manufacturer narrative:
Final analysis found that the insulation was fractured/crushed at 21.0 cm to 21.6 cm from the connector pin. The damage sustained resulted from clavicular crush.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's right atrial (ra) lead exhibited high pacing impedance and no capture, lead fracture was suspected. During the procedure, fluoroscopy revealed, clavicle crush on the lead. The physician opted to explant and replace the lead. The patient was stable.